Event description:
A semi-permanent pacer was being inserted and although the lead tested and functioned fine using alligators, when the medtronic adapter cable (#5487) was attached using the usual is 1 connector capture was absent or intermittent. A second cable (different lot #) was used with same issue. Attending electro-physiologist was able to determine that repositioning (slightly pulling back) the cable in the connector seemed to fix the problem and capture was attained and maintained. A medtronic technical representative, came into the lab and observed this and will report the event to medtronic. This problem seemed to come from inserting the pin "too far" or pushing "too hard" and relieved by slightly pulling back. Medtronic will have a report generated with any suggestions to avoid this in the future.======================manufacturer response for medtronic adapter cable (#5487), medtronic adapter cable (#5487) (per site reporter)======================pendingwhat was the original intended procedure?temporary pacemaker insertiondevice #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no